Event description:
I purchased a honey pot feminine pad and after about 4 hours I woke up with intense burning, itching, and pain. My entire vaginal area was swollen and red. My thighs had redness and pain from the sides of the pad as well. I immediately removed the pad and cleaned the area. After 12 hours of symptoms worsening I decided to seek medical attention because the swelling and pain was excruciating. The provider diagnosed me with a severe allergic reaction to the product, and I had to receive a high dose of steroids to reduce the inflammation.